Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2008) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name) . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿ in the superior aspect of the umbilical region, the hernia sac was identified and dissected off the umbilicus. The sac was excised and fascial edges were closed circumferentially. A piece of large ventralex mesh was placed in an underlay position and sutured in place with sutures.the umbilicus was tacked down to the fascia and sutured.¿ (B)(6) 2015 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair. Per operative notes, ¿ the prior mesh was seen disrupted and hanging by central straps with lateral margins circumferentially torn from abdominal wall. The omentum had herniated up around the previous fascial defect and adherent. The omentum was mobilized circumferentially, adhesions were reduced and fascia was reduced. The fascia and the mesh was secured using tacks around the periphery and sutured circumferentially.¿